Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 1600 mcg/day via an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that an alarm was heard and telemetry had not yet been performed. The hcp was calling to find someone closer to the patient to manage the patient due to an alarm that started to sound. It was stated to be a critical alarm occurring. There were no symptoms reported. On (B)(6) 2016, additional information was received from a manufacturer representative. The patient was sent to the emergency room (ER) on (B)(6) 2016. The pump logs showed a motor stall occurred on (B)(6) 2016 at 21:21. There was no electromagnetic interference (emi) or magnetic interaction with the pump. The patient was admitted for observation and was having no symptoms associated with the motor stall. They were monitoring the patient; if no symptoms were present, the pump would be explanted. If there were any symptoms, the pump would be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.